Event description:
The customer reported an inability to acquire 12-lead on a patient. There was no indication that the patient was negatively impacted.

Manufacturer narrative:
The customer reported an inability to acquire 12-lead on a patient. There was no indication that the patient was negatively impacted. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.